Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: - the subject device was sterilized and released according to applicable standard operating procedures. - nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. - it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
Reportedly, an eno dr pacemaker was implanted on (B)(6) 2022. (The atrial beflex rf45d lead (sn (B)(4)) and ventricular beflex rf45d lead (sn (B)(4)) were implanted on (B)(6) 2016). About a month later, in (B)(6) , the patient was admitted to the hospital due to an infection treatment. On (B)(6) 2022, the entire pacing system was removed.